Manufacturer narrative:
Display is dim/fading (pink). Crack between case seal & display lens corner. The pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: during investigation, the pump was powered on to a dim fading pink display. Unrelated to the original complaint, a crack was found between the case seal and display lens corner.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.